Event description:
It was reported that during insertion a ring came out of the plate. Surgeon replaced the ring and completed the procedure. Patient outcome: no adverse effect reported as a result of this event.